Manufacturer narrative:
This report is submitted on june 01, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently, underwent skin revision surgery during the removal of the abutment (date not reported). The implanted device remains.